Event description:
The report from the affiliate indicated that aproximately two (2) months after the index procedure, the patient returned to the hospital for a follow-up. The patient was asymptomatic. Coronary angiography revealed an occlusion in the previously implanted cypher stent. The occlusion/late thrombosis was treated by aspiration and ptca, but the flow did not improve. The physician's comment was that the occlusion was probably due to thrombus and that the late thrombosis/thrombotic event were due to the slow flow, even after the implantation of the cypher stent. The index procedure was an elective case. The target lesion was the distal circumflex. The lesion was reported to be: de novo, a chronic total occlusion (cto), not a bifurcation lesion, absent of pre-existing clot, not calcified,not tortuous,a 100% stenosis, 30 mm in length, and type c. The flow was timi 0. The lesion was pre-dilated with a 2.5/15 balloon at 8 atm for 60 sec.